Event description:
During a clinic follow-up, episodes of far-field r wave oversensing were observed on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Related manufacturer reference number: 2017865-2022-05324 additional information was received that p wave amplitude variation was observed. It is unknown if the episodes of far-field r wave oversensing and p wave amplitude variation were due to the device or the right atrial (ra) lead.

Event description:
Additional information was received that additional episodes of p wave amplitude variation and oversensing were observed. It is still unknown if these episodes are due to the device or the right atrial (ra) lead. Additionally, episodes of automatic mode switch were observed on the ra lead. Further intervention has not been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was reprogrammed to resolve the event.